Manufacturer narrative:
Additional information received indicated the patient had not improved on medical therapy and therefore surgical aortic valve replacement was indicated. Perioperative inspection showed the sapien-xt valve in perfect position with no signs of paravalvular leakage. The leaflets were ¿all stiff and calcified¿. The sapien-xt valve was removed, and a new surgical intuity 21 mm valve was implanted. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the cause of the valve calcification could not be confirmed; however, it is possible that it may be due to the patient¿s history, coronary artery disease, advanced age ((B)(6)) and underlying co-morbidities in combination with the progression of pre-existing aortic valve disease.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the european edwards affiliate, five years and one month after the implant of a 23 mm sapien xt valve, the patient was admitted to hospital with significant symptomatic aortic stenosis. Tte showed a peak gradient of 59mmhg, a mean gradient of 35mmhg, moderate central insufficiency that has developed since last control. The previous year the peak gradient was 17 mmhg. After evaluation, the decision was made to treat the patient with warfarin for 2-3 months, with a review after two months.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause of the increase in the patient¿s gradient and central ai 5 years and 1 month post tavr cannot be confirmed. It is possible, that the patient¿s co-morbidities might have contributed to the event.

Manufacturer narrative:
Stenosis or increased gradient of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the root cause of this event could not be determined as limited information was provided. However, the cause of the degeneration maybe due to the mechanisms described above and/or patient factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.